Manufacturer narrative:
The subject device is expected to be returned to olympus for evaluation. At this time, the device has not been received. The investigation is ongoing; therefore; the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that prior to a procedure, there was no image displayed and error code e318 appeared on the screen. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information provided by the customer confirmed the subject device was replaced with another one to complete the intended procedure. There was no impact on the patient or the procedure.

Manufacturer narrative:
This report is being supplemented to provided additional information provided by the customer - section b5 was updated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9 from initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was not possible to determine whether the phenomenon (no image) occurred due to a defect in the product. The product was not returned for evaluation, therefore no root cause could be determined. Olympus will continue to monitor field performance for this device.